Event description:
There were no staples in the instrument. Additional information indicated that the intestine was not closed after transection and that a bowel movement spilled into the abdominal cavity. A purstring suture was performed to close the intestinal cavity. A piece of the intestine was resected posterior and a protective colostomy was performed. Procedure: anterior rectum resection (tme)